Manufacturer narrative:
(B)(4).

Event description:
New information received states the latest merlin transmission revealed new instances of non-sustained ventricular oversensing that appeared to be myopotential oversensing. Adjusting the low frequency attenuation was recommended. No further information is available.

Event description:
It was reported the device delivered an alert transmission from merlin.net for nsrvo. The device was oversensing myopotentials on the lead. It was recommended to programming the low frequency attenuation algorithm off and leaving the device at the old nominal settings. Dft testing was recommended. No further information is available.